Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "cassette misplaced alarms on her french multi therapy sapphire. She reported that she frequently has cassette misplaced-alarms on her french multi therapy sapphire. Recently, 4 pumps have stopped working completely due to that type of alarm. She sent the 4 pumps to biomed for inspection. Biomed found nothing abnormal. Delay in therapy:unknown. Need for medical intervention:unknown. Patient involvement: yes. Human harm: yes, no details given" .

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "cassette misplaced alarms on her french multi therapy sapphire. She reported that she frequently has 'cassette misplaced' alarms on her (B)(4) multi therapy sapphire. Recently, 4 pumps have stopped working completely due to that type of alarm. She sent the 4 pumps to biomed for inspection. Biomed found nothing abnormal. I believe they use rev11.52. Rev 11.53 would resolve their issue. Delay in therapy: unknown. Need for medical intervention:unknown. Patient involvement: yes. Human harm: yes, no details given."